Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos). It was also suspected that the episodes were caused 'in sinus.' The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.